Event description:
The customer reported that while the unit was in use on a pt, the unit generated a system error alarm. Then the display turned to one color and was unreadable. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. At the request of the customer, the video receiver board and the solenoid pc board were replaced as a precautionary measure. The unit was tested to factor specification. It functioned normally and was returned to the customer.